Event description:
Customer claims the middle finger of right hand was punctured by uncapped syringe-bag of needles never opened, customer undergoing various testings for diseases that may be obtained due to puncture wound.